Manufacturer narrative:
The power management (pm) pcba and power supply were returned for analysis. The power supply passed testing. Pm board inspection revealed the input voltages (24 or 16) do not make it past gate transistor q11. It was found that nmain_sply_en was held high, which should have latched low to enable the source select function. Since the cpu u10 controls this sequence, it was suspected the part was not running. Following the on-off button to u10, it was found that q48 was missing from the board, causing u10 to stay powered off. Gate pad was missing, indicating the part was removed by physical force. After replacing q48, the ventilator ran normally. The customer complaint was verified. The root cause was physical damage to the pm board.

Manufacturer narrative:
The cpu pcba was returned for analysis. The customer complaint cannot be verified. The returned cpu board passes all testing. There was no fault found.

Manufacturer narrative:
The authorized service provider(asp) replaced the cpu and power management boards. Testing was performed and passed. The ventilator meets the specification for the performed service and is returned to use.

Event description:
The customer reported that when the staff was preparing to set the ventilator up, the ventilator did not power on. It was plugged into ac power at the time. A different ventilator was sourced and there was no delay to therapy. The device was not in patient use at the time of the event. There was no harm reported.